Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited high pacing impedance values and loss of capture. Programming changes were made but high capture thresholds were noted. A month later, complete loss of capture was observed and the lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.